Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of april 2025. D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) unspecified elastomeric devices had flow issues during patient use. The issue was further described as, "failing to infuse" or "1 case not fully infusing". The devices contained 5-fluorouracil (5-fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.